Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room due to diabetic ketoacidosis with unknown date with unknown blood glucose level. The customer reported that the reservoir was pulled and it leaked and the insulin pump smells of insulin. Customer stated they do hear fluid when shaking the insulin pump. Customer stated they do not see fluid under the lcd. Customer stated the insulin pump was dropped. The customer was advised to revert to back up plan. The device will be returned for analysis.